Event description:
During the procedure, the physician found the deltapaq cerecyte microcoil was stretched during repositioning. It was initially reported that the coil got stretched during withdrawal through the mc and there were no difficulties such as failure to detach that required the coil being pulled out. But, final resolution from the affiliate confirms that the coil stretched during repositioning. Then physician withdrew it and changed another one to complete the procedure. Physician did not experience any positioning difficulty during repositioning. The lesion was located in the posterior communicating artery. No damages noted on the coil delivery system prior to the use. No entanglement with previously placed coil suspected to contribute to this event. The physician was able to retrieve the entire coil still attached to the delivery system. No additional intervention required in retrieving the coil. No damages noted to the coil system after withdrawal. No report of resistance/friction during the procedure. There was no flow restriction/reduction and no impact on patient. The patient's condition was fine post-procedure.

Manufacturer narrative:
Complaint conclusion: during coiling of the posterior communicating artery, the physician found the deltapaq cerecyte microcoil was stretched during repositioning. It was initially reported that the coil got stretched during withdrawal through the mc and there were no difficulties such as failure to detach that required the coil being pulled out. However, additional information from the reporting affiliate confirms that the coil stretched during repositioning. The physician withdrew the coil and changed to another one to complete the procedure. It was reported that the physician did not experience any difficulty during repositioning. No damage to the coil delivery system was noted prior to the use. No entanglement with previously placed coil is suspected to have contributed to this event. The physician was able to retrieve the entire coil still attached to the delivery system. There was no report of resistance/friction during the procedure, and no additional intervention was required in retrieving the coil. There was no damage noted to the coil system after withdrawal. There was no flow restriction/reduction and no impact to the patient. The patient's condition was fine post-procedure. The coil was returned stretched. However, it was also returned unsheathed and unprotected. The unprotected coil was loaded into the hoop for return which may have produced further damage. In addition, further coil damage may have been incurred when the coil was removed through the skive and out of the protective introducer sheath. The most likely contributing factor to the coil stretching was due to the coil becoming anchored either on the coils already placed inside the aneurysm, on the coil itself, or on the distal tip of the microcatheter. The anchored coil was then stretched when it was retracted for repositioning. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.' The coil protruded out of the skive due to the mechanical damage at the distal tip of the skive. This was caused by the resheathing tool being advanced over the proximal end of the green introducer. When the resheathing tool was retracted it damaged the distal tip of the skive located adjacent, but proximal to, the green introducer. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible.' Without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action is warranted at this time.